Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 due to high blood glucose. The customer¿s blood glucose level was 624 mg/dl at the time of incident. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptom including precoma. Customer was treated with insulin drip. Customer alleged that insulin pump had under delivered insulin. The insulin pump will not be returned for analysis.